Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025: an orthopedic nurse used this device to place an IV catheter in a patient. After use, it was discovered that the tubing connection point was damaged, causing medication to leak from the damaged area. The IV catheter was immediately replaced with another one.